Event description:
Related manufacturer reference number: 2017865-2022-41967. It was reported that the patient presented in clinic for follow up. Upon review, the atrial and right ventricular lead exhibited noise leading to over-sensing. No intervention was performed, and the patient will further be monitored. The patient condition was stable.